Event description:
The customer contacted baxter's technical service center to report a damaged disposable cassette while on the home choice (hc) device during use during drain 4 of 4. The home patient (hp) and care giver(cg) needed help after the hp ran over the patient line and cut off the patient line. The hp/ cg stated they had turned off the hc and disconnected the hp. The baxter technical representative (tsr) assisted the hp to turn the hc on, end therapy and get the cassette out. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted.

Manufacturer narrative:
(B)(4). This complaint for a report of "damaged" was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint. A follow-up MDR will be submitted if any additional information is received.